Event description:
Physician advised the sales rep by telephone that "the fanelli stent failed to deploy. The pt has a bile leak and will now require ercp." (Endoscopic retrograde cholangiopancreatography). Add'l info received on (B)(4) 2011. When the physician was trying to place the biliary stent to position, the instrument did not deploy. A cholangiogram catheter was used instead. Add'l info from physician received on (B)(4) 2011: failure to deploy stent contributed to development of bile leak, but did not cause it directly. Ercp would have been needed anyway. No part of the device remained inside the pt. Pt now required ercp.

Manufacturer narrative:
(B)(4). Event is still under investigation. We will continue to monitor for similar complaints. The appropriate personnel have been notified.